Event description:
Reporter claimed to be unable to reproduce calcium and glucose results for one specimen. Reporter claimed the calcium result was 5.7 mg/dl and upon repeat was 8.1 mg/dl. Reporter claimed that glucose reult was 54 mg/dl and upon repeat was 82 mg/dl. Reporter stated that the results that were provided to the physician were generated using another instrument. Field service engineer was unable to determine the cause of event.